Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. The explanted lead was not returned as it was kept by the medical facility.